Event description:
A hospital in (B)(6) reported via our distributor that cracks were found on mr290 autofeed humidification chambers after approximately seven days of use. The hospital further reported that there was leakage at the connection between the water bag spike and the feedset tube. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chambers have not yet been returned to fisher & paykel healthcare in (B)(4), but photographs were provided of two of the chambers. Our investigation is therefore based on the description of events, our examination of the photographs, and our knowledge of the product. Lot numbers provided were 111128 and 120111. Results: visual inspection of the photographs revealed that both chamber domes were cracked along the base. The printing on both chamber domes was smeared in the vicinity of the cracking. A lot check revealed no other complaints of this nature for the lot numbers provided. Conclusion: we have recently completed an investigation into the cracking of the mr290v chambers. Our investigation results indicate that the cracking observed on the chambers from this complaint were most likely caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. Based on our inspection of the returned device, the smeared printing on the chamber domes indicates that the domes came in contact with cleaning solutions containing ethanol, which resulted in the cracking of the chambers. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product" every mr290 chamber is pressure tested to 8kpa (200cmh20) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa. (B)(4).